Manufacturer narrative:
Patient information not provided due to japanese patient privacy regulations. No procode, common device name, unique device identification(UDI) and/or 510k provided as this device is not released for distribution in the united states. A medtronic representative went to site to test the equipment. Representative reported that a computer was replaced to replace the issue. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect computer has been received by the manufacturer for evaluation. The returned computer booted normally to application screen. Computer passed all tests. No fault found .

Event description:
A site representative reported that during a procedure, the navigation system booted successfully however there was no signal. Rebooting the system did not resolve the issue. The procedure was completed without the use of navigation. There was no delay to procedure. No impact on patient outcome.